Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use for approximately one month and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 & h11. H11: the device was received for evaluation. Visual inspection was performed and a broken occluder leg was observed. Leak, clear passage, and clamp function testing were performed and a leak through the set due to the broken occluder leg was observed. The reported condition was verified. The cause of the broken occluder leg could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.